Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the report of elevated lactate dehydrogenase cannot be conclusively determined through this investigation. Elevations in pump power/estimated flow associated with pulsatility index events were confirmed via the evaluation of the submitted log file data. The submitted log file contained data spanning from 09aug2020 at 15:33:15 to 17aug2020 at 10:42:29, per the timestamp. No notable alarms were captured. Intermittent elevations in pump power/estimated flow associated with pulsatility index events were captured on 13aug2020 and 16aug2020. A specific cause for the change in pump parameters cannot be conclusively determined. Additional information was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 04feb2016 via (B)(4). The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced elevated power and flows on (B)(6) 2020 and (B)(6) 2020 with decreasing pi values. The site detailed to concern for thrombus. Log file analysis confirmed the events. Additional information was requested but not provided.